Manufacturer narrative:
On 4-18-2023, the following information was reported: during troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. Multiple boluses were delivered with and without clamping the tubing, and the occlusion alarms occurred as expected. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the alarm occlusion was not annunciating. There was no reported impact to the customer's blood glucose (bg) level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.